Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose at the time of the incident was 146 mg/dl. The insulin pump was not rewound with a reservoir in place and insulin was not stored at room temperature. She mentioned waking up with blood glucose level in the 50 mg/dl range. The customer stated that she put insulin back into the insulin vial and noticed that the transfer guard needle was tilted and would not fit well into the reservoir. Troubleshooting was not completed as the customer was unable to change the set at that time. Most recent blood glucose reading was 236 mg/dl. The device will not be returned for analysis.